Event description:
The hcp reported, the pt had the pulse generator replaced in 2007 without complications. When the pt went to the clinic in early 2008, he complained of draining of his right chest pulse generator site. He was examined and it was found that the pulse generator moved from the right chest area to just below the shoulder. The pt had erythema, bruising and drainage of the pulse generator site. He had laboratory testing to determine if the area was infected. The laboratory tests were negative. On the same month, the right side pulse generator and extension wires, which had dislodged, were removed to prevent infection. The pt was admitted to the hosp, given IV antibiotics, and tissue and blood cultures were taken. The final cultures were negative and the patient was discharged home without any further antibiotics. On the following month, a pulse generator was re-implanted in the lower right abdomen and extension wires placed in the right-sided neck and scalp area and the dbs system was turned back on. The patient was seen by the surgeon eight days later, to have staples removed. The prior ipg wound site and the new incision sites had healed well and the adverse event had resolved. The pt had recovered without sequela. The hcp reported the pt had also reported falls (dates were not provided). A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Results of final device analysis were not completed at the time of this report. A follow-up report will be sent when product evaluation has been completed.